Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the cardiac resynchronization therapy defibrillator (crt-d) end of service (eos) indicator triggered, and the device was noted as premature battery depletion. The crt-d was explanted and replaced. No patient complications have been reported as a result of this event.